Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Rangarajan, rajesh md, blout, collin k. Bs, patel, vikas v. Md. (2020). Early results of reverse total shoulder arthroplasty using a patient-matched glenoid implant for severe glenoid bone deficiency. Journal of shoulder and elbow surgery, 29, 139-148. Https://doi.org/10.1016/j.jse.2020.04.024. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article retrieved from the journal of shoulder and elbow surgery (2020), which studied patients who underwent rtsa using vrs, that one patient underwent 3 procedures within 2 months of revision rtsa using the vrs. Subsequently, the humeral component was revised in the first two procedures due to recurrent instability. The patient showed continued stability after the last procedure (removal of hematoma) >2 years ago. Attempts have been made and additional information on the reported event is unavailable at this time.